Manufacturer narrative:
Please disregard the information provided on the previously submitted medwatch for this complaint. After further investigation, it was found that the alleged calibration error was an expected response of the system in this case and not representative of a malfunction of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the calibration failure. The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) calibration failure. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.